Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) with a specific indication to treat patients with covid-19 infection. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional air leak test was performed, and it was noted that there was a leak at the level of the dialysate pump segment due to a hole. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than oxiris set was leaking from an unspecified location. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.